Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Expiration date: 01/2023. Device pending return.

Event description:
It was reported that during a dialysis catheter implant procedure, the peel apart sheath allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter implant procedure, the peel apart sheath allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 15.0fr peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. The investigation is confirmed for the reported sheath fracture and identified improper valve separation and material separation issues as one valve cap was noted to be detached from the t-handle. Further, the airguard valve did not break properly in the middle. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.